Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue gauze. The customer stated that the gauze shred during surgery into the surgical site.